Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd multiple occlusion alarms. The customer's blood glucose (bg) level was elevated. The customer changed the infusion set and used insulin from a different vial. As the customer had changed infusion set and insulin prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.